Event description:
The physician couldn't say exactly on what date the patient experienced erratic stimulation but he feels strongly that the high impedance was a result of the procedure patient had on (B)(6) 2016. Patient underwent lead revision on (B)(6) 2016. The explanted lead will not be returned to the manufacturer.

Event description:
It was reported that the high impedance was seen for patient's device. System diagnostic test shows high lead impedance of >10,000 ohms. The current delivered was only 0.25ma. The physician tried to lower the output current to 0.25 and raised the pulse width to 500 per the instructions on the software alert, but the diagnostic test showed the same results. Patient also reported experiencing erratic stimulation. Patient did not report any blunt force trauma to the generator site or the neck, but said that she was out shooting a hand gun recently. Patient was referred for a full revision due to high lead impedance. Patient's vns was adjusted on (B)(6) 2016 (signal off time reduced to 1.8) no further seizures reported until after patient had a procedure done on (B)(6) 2016 (esophagus was dilated). Patient returned on (B)(6) 2016 to report breakthrough complex partial seizures and left sided cephalalgia (temple radiating to occiput). No known surgical interventions have occurred to date.

Event description:
Additional programming and diagnostic data was received.

Event description:
Additional information was received that the patient only underwent generator replacement on (B)(6) 2016 due to neos - yes and that the lead was not replaced. Per the neurologist office, a system diagnostic test performed on (B)(6) 2016, showed normal impedance value of 3438 ohms. It is believed that the surgeon changed the generator first and did a system diagnostic test to see if there was a problem with the lead impedance. The high impedance likely resolved and so the lead was not replaced on (B)(6) 2016. Therefore the cause of the high impedance was likely due to an incomplete lead pin insertion.